Manufacturer narrative:
Evaluation codes: results: claim for no communication was confirmed. As received the ipg did not communicate with a lab patient programmer. ¿ipg communication error 2501¿ was observed on lab patient programmer. It was reported that the patient did not charge the ipg for over 30 days. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu states ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ therefore, this is considered to be a user error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg was included in field advisories. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient also stated she has been unable to charge her ipg for over 30 days and her migraines have returned. A replacement charging system was sent to the patient, which did not resolve the issue. Subsequently, the patient underwent surgical intervention on 05/11/2015, where the ipg was explanted and replaced with a different model.

Event description:
It was reported, the patient's issue has now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Product returned on (B)(6)2015 not (B)(6)2015 as previously reported. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.